Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber repeatedly overheated, activating the systems fiberlife function and reverting the laser system to standby mode. The fiber was replaced and the procedure continued using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's glass caps was found to be fractured and partially detached; the fiber broken distal to the fiber/cap fusion zone. The metal cap showed signs of char and burning near the output window. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and or the system will revert to standby mode. The fractured and detached glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The problem root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.